Event description:
It was reported that the patient visited the emergency room (ER) due to high blood glucose (bg) levels. The adhesive was loose and the cannula had dislodged from the infusion site, at the hospital, the patient was monitored and a new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.